Event description:
It was reported the surgical technician was trying to clean the tip of the handpiece from some build up/ char. While cleaning the tip, he entire gray portion of the tip pulled off exposing the hard black wiring underneath. There was no patient impact and a new one was opened.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the returned device revealed the gray housing was missing. The tonsil tip may have been twisted or turned during cleaning. If the housing is not fully gripped onto when trying to rotate the tonsil tip, the housing can come loose at the bond junction of the tonsil blade barrel and the gray housing. If the bond is compromised, the housing will likely come loose from the blade. Review of the lot history revealed no anomalies. End of report.